Event description:
While preparing to prep the product it was noticed that the hub was cracked. There was no damage to the package and product was stored the same way for many years. It also appeared normal when removed from the packaging. When they were starting to prep it, water squirted out the side and the crack was noticed then. It never made it into the pt.